Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a paired dexcom g7 and apple watch, with a lowest blood glucose of 44 mg/dl lasting about 30 minutes; the cause was unclear, and the user treated with juice without needing medical intervention. Symptoms included a low blood glucose event without loss of consciousness or other acute complications. Outcomes included transient interruption of normal activities due to hypoglycemia that resolved with self-treatment and did not require healthcare utilization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction was identified and no reproducible failure was observed. It was concluded that the event was user-reported hypoglycemia with cause undetermined and no device-related root cause established.